Manufacturer narrative:
The hill-rom technician found the brake caster not holding due to the detent mechanism worn out due to age. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the detent mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating brakes would not hold. The bed was located at the account in the hca warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).